Event description:
It was reported by a company representative that high impedance was observed at a follow-up appointment. The patient¿s generator was programmed off and patient was referred for x-rays. Additional information from the treating physician indicated the patient has been having seizures over the last months and often falls, which could attribute to trauma to the device. The last setting check was done in (B)(6) 2012 in which there was no diagnostic performed on the generator. At the moment, the patient is having cognitive changes in which it is noticed an "empty stare", but no increase in seizures. At the moment revision surgery is planned but has not been confirmed.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient had full revision surgery on (B)(6) 2012. The explanted products have been discarded and will not be returned for analysis. Lead information remains unknown. Good faith attempts for further info about the reported events have been made but no further information has been attained.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.

Event description:
X-rays were received and evaluated by the manufacturer. The generator was visualized in the left upper chest, the front of the generator is facing forward. The filter feed-through wires appeared to be intact. The lead connector pin appeared fully inserted into the generator connector block. Part of the lead was visible and could be assessed, part was behind the generator. Electrodes appeared correctly aligned on the vagus nerve. One possible acute angle was observed, near the generator. No obvious lead break could be identified in the visible portion of the lead. Additional information was received from the treating physician indicating the patient was experiencing absences and seizures and wanted a surgical decision. At the moment full system replacement surgery is panned but has not been scheduled.